Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver download retrieved and attached was performed and passed. Receiver functional test was performed and passed. Receiver pairing test was performed and passed. Case opened for internal inspection was performed and case opened for internal inspection. A review of the share logs/bin file was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.